Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned for review and breakage was noted just below the oval disc of the silicone extension; therefore, confirming this complaint. Discoloration was noted at the breakage site which is indicative of a tensile force being applied to the catheter. The most probable cause for the catheter breakage may be related to the movement of the patient. It was stated that the patient was rolled over and then rolled back. This event most likely caused a tensile force on the catheter resulting in the breakage. Since this complaint may be related to the handling of the device in the user environment, no corrective action will be taken at this time.

Event description:
The PICC was in use and the baby was rolled over and when the baby was rolled back over the PICC was broken.